Event description:
It was reported that the patient's glucose reached 19 mmol/l (342 mg/dl). Upon inspection, it was noticed that the cannula was not properly inserted into the skin and was bent. A new pod was applied to treat the hyperglycemia. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.